Manufacturer narrative:
The ge service rep inspected cables, video sync, and image. The carm is working properly.

Event description:
The customer reports there was a problem with the image scrolling.